Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were updated: b4, b5, g4, g7, h1, h2, h10. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): item# 115330; comp rvrs shdr glen bsplt +ha; lot# 903630; item# 115395; comp rvs cntrl 6.5x25mm st/rst; lot# 065080; item# 180552; comp lk scr 3.5hex 4.75x25 st; lot# 630460; item# 180551; comp lk scr 3.5hex 4.75x20 st ; lot# 701060; item# 180559; comp nlk scr 3.5hex 4.75x25 st; lot# 694610; item# 118001; versa-dial/comp ti std taper pr adaptor; lot# 248840; item# xl-115363; arcom xl 44-36 std hmrl brng; lot# 189310; item# 115370; comp rvs tray co 44mm; lot# 713450; item# 113633; comp primary stem 13mm mini m mini; lot# 713450. Report source: foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01500; 0001825034-2020-01530.

Event description:
It was reported the patient underwent a revision procedure two days post-implantation due to detachment of the glenosphere causing the shoulder to dislocate. During the revision, the surgeon checked the central screw and found it was not seated properly and may have caused the glenosphere to detach. Attempts have been made and additional information on the reported event is unavailable at this time.